Event description:
Reportedly, when the doctor got the delivery catheter to the location of the other stent, he tried to advance it into the first stent. The stent would not advance and the delivery system actually hung up on the proximal end of the 7 x 150 lifestent, and it caused the proximal end of the stent to envelope inside of itself. He removed the stent and upon examination he noticed that the retractable sheath of the 7 x 20 was not fulsh with the end of the guidewire lumen tip. There was a gap between the retractable sheath and the guidewire lumen tip which provided for the opportunity for the retractable sheath to hang up on the previously placed stent.

Manufacturer narrative:
Device not returned.